Event description:
In 2006, the patient was treated for an aneurysmal left common iliac with the gore excluder aaa endoprosthesis. An iliac extender was placed proximally and an aortic extender component was placed distally inside of the iliac extender. The patient reported to be experiencing a distal type I endoleak and lacked wall apposition. In 2007, a re-intervention was performed. An aortic extender component was placed distal to the originally placed contralateral leg and proximal to the originally placed aortic cuff. Completion imaging showed the endoleak to be resolved. The patient was reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.